Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported the liquid inside the flush is a little turbid from the outer packaging. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. One photo shows a packaging case box. The other photo shows two syringes out of their packaging flow wrap. No defects or imperfections were observed. A device history record review was completed for provided material number 306594, lot 4235936. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the liquid inside the flush is a little turbid from the outer packaging. To aid in the investigation, one empty sample and two photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The syringe barrel label was removed; the syringe barrel has no clarity issues or imperfections. One photo shows a packaging case box. The other photo shows two syringes out of their packaging flow wrap. No defects or imperfections were observed. A device history record review was completed for provided material number 306594, lot 4235936. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer today opened a new pre-filled tube sealing liquid with changes in the outer packaging, while the liquid inside is a little turbid from the outer packaging, the customer is afraid to use